Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2018 - 00411, 3002806535 - 2018 - 00412. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blue spacer left plastic debris in the patient¿s wound during gap balancing procedure.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection of the actual device. Device history record (DHR) was reviewed and no discrepancies were found. There is extensive wear evident on the flat face of the gap gauges this is most probably due to extensive use (wear and tear) as these parts were manufactured in 2014. However, the exact cause of failure cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the blue spacer left plastic debris in the patient¿s wound during gap balancing procedure.